Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in hospital for observation was upon checking of the pacemaker, lead sensing noise issue was observed. Patient symptoms were unknown. Upon review of the electrogram high ventricular response due to noise on the rv lead. Noise was reproduced through isometric testing and the device paced 99%. Patient is pacemaker dependent. Upon review of the session records, lead noise was reviewed and confirmed and the amplitude of the noise was too large to program around. Programming changes were made. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 11.3-11.5 cm from the connector pin consistent with lead friction to the device can. The external abrasion breached the outer insulation proximal to the suture sleeve tie impression. This is consistent with the observation from the field of oversensing.